Event description:
It was reported a patient said their trial worked and their implanted device did not.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the implant "hasn't helped her at all." If further information related to this event is received, a supplemental report will be submitted.